Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with an elevated blood glucose (bg) level, value not provided; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 12/29/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.